Event description:
It was reported that the fiber broke after 110,489 joules and 26:46 minutes of use during a photo selective vaporization of the prostate (pvp) procedure. The tip of the fiber was not cleaned during procedure. Another fiber was utilized to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, that the fiber is broken and detached 1 inch from the distal end of the fiber; the distal part of the fiber/cap was not returned. There are signs of melting at the location of the fracture. It was determined that excessive bending occurred during the procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber broke after 110,489 joules and 26:46 minutes of use during a photoselective vaporization of the prostate (pvp) procedure. The tip of the fiber was not cleaned during procedure. Another fiber was utilized to complete the procedure. There were no patient complications.